Event description:
The patient¿s stimulation has shifted, it was more on the right side than the left. This has occurred for the past couple weeks. She also experienced a loss of therapeutic effect. She thought the stimulation was positional but it was not. There were times she felt stimulation on both sides, times she did not feel stimulation at all, times stimulation was faint and times it was only on the right side. She can stand up for long but cannot walk very far. She has tried increasing stimulation but it only went up and down on the right side. When stimulation was on the left side it went all the way down to her foot but she was not feeling it anymore. She was kind of back to where she was before implant. There has been no falls, trauma, bending or twisting. She did see her doctor last week and the amount of her pain medication was cut in half. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).